Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 44-60 (mg/dl). A glucose tablet was consumed to address bg levels. Reportedly, customer thinks they may be over delivering insulin and has had difficulty with pump therapy. It was recommended that customer contact their health care provider to discuss diabetes management.